Event description:
Based on info reported by the customer: (B)(6) 2013 - the customer told the local service engineer that pt results had been incorrectly reported. The doctor questioned the results, saying they may be too low. The sample was rerun and the results were significantly higher.

Manufacturer narrative:
The customer reported that incorrect results were reported to the doctor. When the doctor questioned that the results may be too low, the sample was rerun and the results were significantly higher. No pt treatment was altered based on the initial results and no injury was reported. The instrument was evaluated by a field service engineer, and no fault was found with the device. Additionally, the customer performed an internal incident investigation, which determined the issue was related to a technician error. Following this event, the customer implemented additional controls with regard to their sample prep and data review protocols. No issues were found with this device and no injury was reported. Complete. However, if additional info is received, a supplemental report will be filed.